Event description:
It was reported that the neuroguard stent iep sys ng-nv-7-40 was successfully placed without complication during a procedure in the right proximal internal-common carotid artery to treat plaque with approximately 90% stenosis, with moderate calcification and minimal tortuosity. Upon extubating, the patient experienced a believed cardiac event and cardiopulmonary resuscitation was performed, after which the patient was revived. Several hours later, the patient experienced another cardiac event and died; the death was reported "[by the hospital]" as non-device-related and was confirmed with the physician, and no autopsy was performed. This is all the information available at the time of this report.

Manufacturer narrative:
This MDR is a remedial submission. Following a retrospective reassessment, the manufacturer determined that the event meets the reportability criteria under 21 cfr part 803.